Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was over 30 mmol/l and 33 mmol/l. The customer took 14 units of nova rapid. The customer reported that the infusion set cannula was bent. The customer performed high pressure test and the insulin pump did not alert any occlusion. It was unknown if the auto mode feature was active during the reported event. The device will not be returned for analysis.